Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was below specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device meets specifications as indicated in our operators guide. The expected delivered energy is based on the patient impedance +/- 15% according to the safety standard. Based on the reported discharge value, the recorded energy delivered to the patient falls within the specified accuracy of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements.